Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter system that are cleared in the us. The pro code and 510 k number for the denali filter system are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported expansion issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 05/2026), g3, h6 (method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an inferior vena cava filter placement procedure, a renal venogram was performed to confirm the position but the branches were not visible, so the sheath was taken and placed. It was further reported that the anchor could not be allegedly deployed, a snare was used to retrieve and then left it there twice. Reportedly, the anchor had a branch thrombus attached to it, so it was removed outside the body and replaced using a retrieval sheath, completing the procedure successfully. Evidently, the physician was able to take pictures and check for damage and was able to bailout without any problems. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the the denali filter system that are cleared in the us. The pro code and 510 k number for the denali filter system are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history record will be performed. The sample was not returned to the manufacturer for inspection evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4. (Expiration date: 05/2026). H11: section a: through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an inferior vena cava filter placement procedure, a renal venogram was performed to confirm the position but the branches were not visible, so the sheath was taken and placed. It was further reported that the anchor could not be allegedly deployed, a snare was used to retrieve and then left it there twice. The anchor had a branch thrombus attached to it, so it was removed outside the body and re-placed using a retrieval sheath, completing the procedure successfully. The physician was able to take pictures and check for damage and was able to bailout without any problems. There was no reported patient injury.